Event description:
The morse taper did not engage and the head had worn away the neck so the head dislocated and the patient was revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36mm head. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis report dated (B)(6) 2015 concluded: "the damaged observed on the insert and trunnion resulted from the disassociation of the stem from the head. It was not possible to determine why the stem to head taper came loose. No material or manufacturing defects were observed on the surfaces examined." No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The morse taper did not engage and the head had worn away the neck so the head dislocated and the patient was revised.

Manufacturer narrative:
Corrected data: common device name. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Material analysis from the investigation record: a material analysis report dated 26-jun-2015 concluded: "the damaged observed on the insert and trunnion resulted from the disassociation of the stem from the head. It was not possible to determine why the stem to head taper came loose. No material or manufacturing defects were observed on the surfaces examined." Visual inspection: a visual inspection was performed as part of the material analysis report dated 26-jun-2015. Dimensional inspection: not performed as the device was returned in a worn/used condition and therefore will not meet dimensional specifications. Functional inspection: not performed because the event occurred in vivo and therefore functionality could not be duplicated. Review of the device history records indicates the lot was manufactured and accepted into final stock on 21-sep-2006. There have been no other events for the lot referenced. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The morse taper did not engage and the head had worn away the neck so the head dislocated and the patient was revised.